Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that the safety device breaks off when trying to activate safety device.

Manufacturer narrative:
H.6 investigation summary : material #: 368650. Lot/batch #: 3026567. Bd received (B)(4) samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective locking mechanism was observed. Twenty (20) of the customer samples were randomly selected and evaluated by functional testing, each having their eclipse shield activated, and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Additionally, (B)(4) retention samples from bd inventory were evaluated by functional testing, each having their eclipse shield activated, and the issue of defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.